Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high defibrillation impedance on the right ventricular (rv) lead was noted. The device was reprogrammed and no further intervention was performed. The lead will continue to be monitored, and the patient was stable with no adverse consequences.